Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. We are unable to confirm the reported needle mechanism failure. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached around 300 to 400 mg/dl while wearing the pod between 24 and 36 hours. Patient was asleep and thinks the cannula did not insert, thus, was unsure if cannula was properly seated in the infusion site. The patient was not certain whether the cannula had deployed or not which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, patient gave an insulin shot. Patient does not have the pod so device is not available for return.